Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 09/2023). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometimes post dialysis catheter placement procedure, the silicone tubes above the bifurcation of the dialysis catheter were allegedly found to be deformed. Reportedly, the catheter had to be replaced. There was no reported patient injury.

Event description:
It was reported that one year, one month and eight days post a dialysis catheter placement, the silicone tubes above the bifurcation of the catheter were allegedly found to be deformed. It was further reported that there were flow issues with alarms due to increase of arterial pressure and the lumens were allegedly collapsed due to the suction pressure. Reportedly, repeated flushing of the catheter lumens was done to improve the blood flow. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the sample was not returned for evaluation. Five electronic photos were provided for review. The photo shows one glidepath dialysis catheter implanted in a patient body. Both the arterial and the venous lumen was noted to be slightly compressed and deformed near the clamping site. Therefore, the investigation is confirmed for the reported deformation and collapse issues. However, the investigation is inconclusive for reported restricted flow rate as there was no objective evidence obtained from the photos review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 09/2023), g3, h6 (device, method). H11: b5, h6 (result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.